Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Device was returned and the customer's allegation was confirmed. The device evaluation found the ceramic tip was damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: based on the damage pattern, it is assumed that the damage was thermally and mechanically induced, however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing found ceramic tip of inner sheath was damaged. There were no reports of patient harm.